Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The back panel and front panel were replaced to resolve the reported issue.

Event description:
The hospital reported that, unit broke off the mounting bracket. There was no reported patient involvement.